Event description:
It was reported that during the implant procedure resistance was felt and a pop was heard. Saggital wiggle was performed in an attempt to troubleshoot and it did not help because the l5 space was too thick. The device was removed and it came apart when it was detached from the inserter. The procedure was complete successfully with a new device.

Manufacturer narrative:
The returned device could not be analyzed, the damage prevented functional testing.

Event description:
It was reported that during the implant procedure resistance was felt and a pop was heard. Sagittal wiggle was performed in an attempt to troubleshoot and it did not help because the lumbar 5 space was too thick. It was believed that there was thick bone, osteophytes, or other obstructions such as (soft tissue or bone, causing resistance. It was noted that the implant was connected to the inserter correctly. The device was removed and it came apart when it was detached from the inserter. The procedure was complete successfully with a new device.

Event description:
It was reported that during the implant procedure resistance was felt and a pop was heard. Saggital wiggle was performed in an attempt to troubleshoot and it did not help because the l5 space was too thick. The device was removed and it came apart when it was detached from the inserter. The procedure was complete successfully with a new device.

Manufacturer narrative:
Correction to field h10: the returned spacer was analyzed and revealed that the spindle cap was completely sheared off from the implant body. The damage to the implant indicates failure was likely due to deployment against resistance bone, and or manipulation of the position of the device by gear shifting of the inserter, the damage to the implant was sufficient to prevent functional testing.